Manufacturer narrative:
The sample was collected in an edta tube and was stored at room temperature. The specimen was sampled within the same day of collection. Qc is run every 8 hours. Qc was run before and after this event and was within acceptable ranges. A field service engineer (fse) was dispatched: the fse cleaned the wbc apertures. The fse performed several adjustments. The root cause for the erroneous plt result could be the patient sample. Per bci labeling, plt clumps are a known interfering condition.

Event description:
A customer reported that lh750 instrument generated a false low platelet (plt) result on a patient sample. Plt result of 46x10^3cells/l was reported out of the lab. The physician questioned the result and customer performed a manual plt estimate. A corrected report was sent out as plt count appeared normal with plt clumps seen on the smear. Based on available information, there was no effect on patient treatment.